Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown; however, the patient¿s ¿extremely¿ calcified native valve likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an affiliate in (B)(4), during implantation of a 26mm sapien 3 valve by tf approach in aortic position, the patient had an annular rupture. The native valve was ¿extremely¿ calcified. A balloon valvuloplasty was done with an osypka 20mm balloon which resulted in a burst balloon. The commander with valve was inserted, placed in the native annulus and was deployed under rapid pacing. On angiography, it was seen that the valve was ¿unevenly expanded¿ as the valve could not push the calcification on the left coronary side. After a root shot, a massive annulus rupture was seen on the right coronary side. As the patient became unstable, the team prepared to convert to surgery. However, the patient¿s condition continuously worsened and the patient expired before surgery could be performed.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. An imaging review was completed by an edwards¿s physician and the findings are as follows: procedural cine: · heavily calcified aortic valve · mac · 1st and 2nd bav not effective as balloon moves · 3rd bav effective with waist and ruptures prior to full inflation · valve not coaxial in annulus prior to inflation · valve over-expanded · rupture confirmed between r and nc sinuses impressions: annular rupture confirmed and appears due to calcification of native annulus. Unable to determine correct annuls size/valve due to no CT, echo or bav with contrast injection provided. A 23mm bav with contrast injection would have been more appropriate to size the annulus before implanting a 26mm valve in extremely heavily aortic leaflets calcification. In this case, the cause of the annular rupture was due to the patient¿s calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.